Event description:
The customer indicated that segments were missing from the meter's display. A review of the system was conducted over the phone. This review indicated that segments were missing froom the meter's display. The customer was asked to return for futher evaluation and a replacement was provided.